Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. No product was available for investigation. No log files from the time of the reported event were available for analysis. The patient handbook contains a section on "how your heart pump works" which outlines battery charge level, battery power gauge display and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. Instructions for exchanging batteries and switching power sources are provided in the powering the system section. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. This document also notes that depleting the batteries and the backup battery will cause the pump to stop. The alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them, including the low battery power alarm. The handbook also contains a section on handling emergencies. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. The device will not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist devicei(lvad) on (B)(6) 2013. It was reported that the patient forgot to plug the lvad into the wall causing the lvad to shut off and the patient expired. The lvad was not restarted due to possible clot formation. No additional information was provided. The lvad will not be returning.